Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #:(B)(6): h3: analysis of the returned wireless recharger (s/n: (B)(6)) found that the patient's complaint was confirmed. Led¿s scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that one of their charges doesn't seem to be connecting to their battery (right implant). The patient stated they were not sure what part of the device was wrong. They stated that their battery was only at 10%. They reported they had a problem last time they charged as it kept disconnecting/not finding the device and it took about 3 hours to charge. The patient stated that now it was not connecting at all. They were only seeing a searching for device screen. The patient provided the event date as "it was like two weeks ago" and that they did not know the exact date. They stated that they needed to charge the recharger but confirmed it was not too low as it had two battery bars. Agent reviewed how to pair the recharger with the handset and how to connect with implant to charge it. The patient initially connected and saw that their therapy was off and the ins at 10%. They reported that it then changed to searching for device again but the recharger had not moved at all. Agent reviewed recharging best practices. The patient then stated that they were again connected with good connection, but then again lost connection shortly after. They confirmed they can feel the implant when they palpate the skin. Patient readjusted the recharger and then reported getting recharger not found message. They confirmed that the recharger was still powered on. The agent offered to walk them through a recharger reset and the patient stated they did that already earlier as well as a reset of the handset. The patient then stated the screen changed to charging again with excellent connection, ins at 10%. They stated they may have accidentally hit the screen but they don't think they tapped anything on the recharger not found scree. Patient confirmed maintained connection charging for the duration of the call. They stated they were afraid to breath. They knew it would take a long time to charge and they didn't know if there was something weird with the battery because they were told it should only take 20 min to charge. They also stated that they have an appointment with their managing physician on tuesday. They will continue charging the implant fully and would call back if they were still having trouble charging. Reviewed to turn on therapy once charged. Patient will discuss further with hcp at their. Additional information was received from a healthcare professional (hcp) and patient. The hcp reported that cause of the difficulty connecting was not determined. Patient had an appointment with them and the rep on (B)(6) 2023. Patient called back and stated they saw their hcp and rep regarding recharging difficulties previously noted. Patient was given a new recharger from the rep, but the new recharger was unresponsive. New request sent to repair for replacement recharger. Patient will be returning old recharger npp030900n as well. Patient stated that the recharger was dead when they got it and when they attempted to charge it wouldn't charge and had flashing battery lights. Patient said recharger had no lights when off the dock and flashing lights when on the dock. Confirmed dock had green light. Had patient attempt a hard reset of the recharger. Recharger was unresponsive to reset. Request sent to repair for replacement.